Manufacturer narrative:
(B)(4). The device was returned and an evaluation is complete. A visual inspection was performed with the naked eye and magnification and a small hole punctured in the center of the tube was noted. Functional testing was performed which included leak testing and clear passage testing. Leak testing noted a leak from punctured tubing. The reported condition was verified. The cause was undetermined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was returned and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a leak from a crack in the tube of a uv flash disconnect y set. There was no patient injury or medical intervention associated with this event. No additional information is available.